Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -7.5/1.5/172 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On(B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).